Event description:
Additional information received reported that a spinal MRI found no aggravation of the underlying disease. As of the patient's assessment on (B)(6) 2012, patient was reported as "recovering". A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced pain in pump pocket, so the physician confirmed the catheter tip position and the connection to the pump system by x-ray photos, but there was no anomaly found. The physician commented that "the patient was affected by pain because there were a lot of opportunities for the pump and the fascia to touch while she received rehabilitation". Drug delivered via the device was gabalon. Additional information received later noted pain around the pump pocket (B)(6) 2012 that had not recovered; unknown if pump or procedure related. Pain in the left chest appeared at 50mcg/day after operation. Patient was transferred to a rehabilitation hospital thereafter for the purpose of motor function improvement. The patient was making good progress after the transfer, but around (B)(6), pain around the pump pocket appeared due to compression, which interfered with daily life. Patient was hospitalized (B)(6) 2012. With regards to the catheter and pump connection, x-ray images showed no abnormalities. There was no aggravation of the underlying disease based on spinal MRI, but not patient did not show recovery. Per physician's assessment as the patient started rehabilitation, the contact between the pump and fascia increased, causing compression around the pump and resulting in pain. The pain was indicated as being unrelated to the drug, and not related to procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted/explanted: unk. (B)(4).